Manufacturer narrative:
The full lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/ stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure to place a his bundle pacing lead the helix was difficult to retract. Once it was retracted, it was removed from the body and the helix was noted to have stretched. The lead was not used, and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.